Event description:
The device was used during a preperitoneal hernia procedure. It was reported that the device functioned sufficiently the first, however the second time there was a leakage. There was no consequence to the pt.